Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements of 185 ohms and later 200 ohms. The patient was brought into the clinic and noise could be induced with isometrics. The electrode tip was over the pectoral muscle, and a few isolated oversensed beats could be noted on the subcutaneous electrocardiogram (s-ECG). Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements of 185 ohms and later 200 ohms. The patient was brought into the clinic and noise could be induced with isometrics. The electrode tip was over the pectoral muscle, and a few isolated oversensed beats could be noted on the subcutaneous electrocardiogram (s-ECG). Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.